Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006. Block h11: investiagation results: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to retrieve the device. It was confirmed that the device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use confirmed that there were relevant content and sufficient guidance related to the circumstances described in this complaint. No updates to the instructions for use are required as a result of this event. A risk review was completed and confirmed that the event of "incontinence, urinary" was defined in the product risk documentation. This event type has been accounted for during analysis to support an acceptable risk benefit profile of the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Concomitant product: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1n143280, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) contacted therapy support specialist (tss) and stated that the device had been explanted approximately two months prior due to lack of therapy effectiveness. No additional information available at this time. No further patient complications were reported.